Event description:
A cardiologist attempted closure of a superficial femoral artery (sfa) access site with a prostar 9 fr pvs sys. Closure was not obtained and a 12 fr sheath was reinserted. Manual compression was applied per protocol. An embolus developed on pulling the sheath. The pt was sent for embolectomy and surgical closure of the access site. The surgical repair was successful and the pt was discharged to home. The instructions for use (IFU) clearly state that the pvs sys is indicated for closing the common femoral artery access site. The IFU further states that the safety and effectiveness of the sys has not been established in pts with puncture sites in the sfa. There is no indication that the prostar device malfunctioned in any way, or that the device in any way contributed to the event.